Event description:
False positive covid-19 rapid test result. The test was lumiradx sars-cov-2 ag test and I took the test at (B)(6). I suspect there was something wrong with the test or how it was administered because I took 2 lab tests shortly after (one was within about 2 hours of this rapid test) and both came back negative. I also had no reason to believe I had covid -19 and only got tested to return to work. FDA safety report ID # (B)(4).